Manufacturer narrative:
Device evaluated by MFR: returned screw was examined under magnification. All 2.3mm locking screws show signs of engagement with plate (anodization layer has been scuffed on all locking threads). Additional mdrs associated with this event: 3025141-2019-00200: plate, 3025141-2019-00201: screw 1, 3025141-2019-00202: screw 2, 3025141-2019-00203: screw 3, 3025141-2019-00204: screw 4, 3025141-2019-00206: screw 6, 3025141-2019-00207: screw 7.

Event description:
A acu-loc 2 vdr plate was implanted in the patient on (B)(6) 2018. At some point post op, a screw broke and a screw backed out, rupturing the patient's tendon. The hardware was removed on (B)(6) 2019.